Event description:
Resident was raised on lift, and moved laterally to side of tub, cna moved three steps to get towels. Resident turned to side and strap popped off, hit resident in head causing laceration to forehead which required eighteen stitches.